Manufacturer narrative:
This customer reported that they disagreed with the 12-lead ECG interpretation. There was no negative impact to the patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that they disagreed with the 12-lead ECG interpretation. There was no negative impact to the patient.